Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5080370) on 29-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. Concomitant products included acetylsalicylic acid (aspirin), bupropion (wellbutrin), citalopram hydrobromide (celexa), ibuprofen, levocetirizine dihydrochloride (xyzal), metoprolol, paracetamol (tylenol) and spironolactone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (she underwent total hysterectomy removing ovaries, tubes, uterus and cervix along with ablation). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: serious injury criterion: hospitalization and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080370) on 29-oct-2018. The most recent information was received on 19-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. Concomitant products included acetylsalicylic acid (aspirin), bupropion hydrochloride (wellbutrin), ibuprofen, levocetirizine dihydrochloride (xyzal), metoprolol, paracetamol (tylenol) and spironolactone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (she underwent total hysterectomy removing ovaries, tubes, uterus and cervix along with ablation). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: serious injury criterion: hospitalization and event date. (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: all source document information, reporter and reference section from deletion case (B)(4) was added to this case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080370) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. Concomitant products included acetylsalicylic acid (aspirin), bupropion hydrochloride (wellbutrin), ibuprofen, levocetirizine dihydrochloride (xyzal), metoprolol, paracetamol (tylenol) and spironolactone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (she underwent total hysterectomy removing ovaries, tubes, uterus and cervix along with ablation). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: serious injury criterion: hospitalization and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Product indication and patient initial added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administartion, reference number: mw5080370) on (B)(6)2018. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy ablation uterine ¿ hydrothermal ablation". The patient's previously administered products included for birth control: mirena from (B)(6) 2006 to (B)(6) 2012. Concomitant products included acetylsalicylic acid (aspirin), bupropion hydrochloride (wellbutrin), ibuprofen, levocetirizine dihydrochloride (xyzal), metoprolol, paracetamol (tylenol) and spironolactone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and allergy to metals ("nickel allergies") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent total hysterectomy removing ovaries, tubes, utreus and cervix along with ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, abdominal pain and back pain was resolving and the dyspareunia, weight increased and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, dyspareunia, pelvic pain and weight increased to be related to essure. The reporter commented: serious injury criterion: hospitalization and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pfs and mr received: lot number added. Event medical device removal replaced with pelvic pain. New events: dyspareunia, weight gain, bloating, lower back pain, abdominal pain, nickel allergies, medical device monitoring error were added. Reporters, patient demographics, lab data were added. On (B)(6) 2020: no new clinical information. Fu 4 and 5 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080370) on 29-oct-2018. The most recent information was received on 31-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy ablation uterine ¿ hydrothermal ablation". The patient's previously administered products included for birth control: mirena from (B)(6) 2006 to (B)(6) 2012. Concomitant products included acetylsalicylic acid (aspirin), bupropion hydrochloride (wellbutrin), ibuprofen, levocetirizine dihydrochloride (xyzal), metoprolol, paracetamol (tylenol) and spironolactone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and allergy to metals ("nickel allergies") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent total hysterectomy removing ovaries, tubes, uterus and cervix along with ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, abdominal pain and back pain was resolving and the dyspareunia, weight increased and allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, dyspareunia, pelvic pain and weight increased to be related to essure. The reporter commented: serious injury criterion: hospitalization and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.